Event description:
The customer reported that the sys exhibited 'precharge errors' upon sys start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no available svc info was provided.